Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-feb-2018, UDI#: (B)(4). Date of the event was estimated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins was replaced because the ins had turned itself off because it detected a lead wire issue and the health care professional replaced the ins and lead. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the generator was recently replaced. The patient was seen in clinic and doing well. No further patient complications are anticipated or expected as a result of this event.